Manufacturer narrative:
(B)(4) date sent: 4/1/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, before used on the patient, open the packing and noted the inner packing(sterile packing)was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4) date sent: 4/23/2024 d4: batch # 427a99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload was received with no apparent damage with an open package. Upon visual inspection of the packaging, the blister was noted to be damaged (hole) the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. In addition, the seal area was noted completed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. Please reference the instruction for use for more information. Additionally, photo was provided and it showed one gst45b with the retainer and inside it packaging. Device history review a manufacturing record evaluation was performed for the finished device lot number 427a99, and no non-conformances were identified.